Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve flowed freely. It was noted, however, that the device failed the programming test. Review of the device history records confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the device was revised as a result of a blockage.